Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed autocapture was at high output suggesting loss of capture. Upon interrogation on (B)(6) 2020, it was confirmed that the lead was stable and capturing appropriately. The issue was attributed to the low programmed base rate affecting the autocapture measurements and recording them incorrectly. Programming changes were made; the patient would continue to be monitored. The patient was in stable condition.